Manufacturer narrative:
No adverse patient effects were reported as a result of this observation. A request was made to have the explanted products returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient developed an infection, requiring a system explant. Explanted products included the device, a transvenous right ventricular (rv) lead, a transvenous left ventricular (lv) lead, a previously abandoned rv rate/sense lead, and an OEM manufactured right atrial (ra) lead. Lead removal required the use of laser extraction.